Event description:
It was reported that during use of the bd discardit¿ ii syringe there is leakage at the plunger. The plunger will draw air and liquid leaks from the plunger. Foreign complaint the following information was provided by the initial reporter, translated from german to english: customer indicates that the syringe is leaking on the plunger. So she draws air, the liquid escapes from the plunger.

Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 309110 lot 1903320 to investigate for this record. Bd has carried out a leakage test and determined that the sample did not present the reported defect. As a result, bd is unable to verify the reported issue or determine a definitive root cause. Bd believes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. After the evaluation of the received sample, bd could not determine the exact root cause of the reported issue. Bd believes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd discardit¿ ii syringe there is leakage at the plunger. The plunger will draw air and liquid leaks from the plunger. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer indicates that the syringe is leaking on the plunger. So she draws air, the liquid escapes from the plunger.